Event description:
During the pre-use check, the tech was unable to properly inflate one of the balloons of the pruitt f3 carotid shunt.

Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the nature of the reported incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The user detected the malfunction during the pre-use check. So, he used another f3 carotid shunt to complete the procedure.